Event description:
During a low anterior resection procedure, there was a hole at the firing portion of the cutline. Upon further inspection, the staples were not formed and some were not even fired. A purse string was put at the distal end of the rectum to continue with the procedure. There was no patient consequence.